Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level was high and low. Patient's blood glucose at time of incident was unknown. Customer had low blood glucose and passed out. Customer had a low and treated and when she woke up blood glucose was over 400 mg/dl and treated with pump but it got up to 494 mg/dl so she took 5 units by shot and more insulin with pump she got it down to 247 mg/dl by mid-day and afternoon it was below 200 mg/dl. Customer¿s blood glucose level was low so she had a couple more cookies and was drenched in sweat then when trying to eat she blacked out and came to a few minutes later with food still in her mouth when she woke up her bg was 400 mg/dl something and hotel called her husband to come get her low blood glucose. Customer had low blood glucose of 27 mg/dl or 37 mg/dl with this low event. Troubleshooting was declined for high and low blood glucose. She made a major move and lived in hotel for about 4 weeks and had a lot going on she was also sick at the time. Customer also had low blood glucose last night of 54 mg/dl and she didn¿t do anything but felt it she drank apple juice to treat. The insulin pump will not be returned for analysis.